Manufacturer narrative:
Utmd is reporting this event because the user reported that an interventional radiology / interventional cardiology was performed to remove the severed catheter from the patient. Hospital staff confirmed that no blood loss occurred related to the breaking of the uvc, the catheter was retrieved with minimal blood loss. Product has not been returned to utmd for evaluation.

Event description:
The catheter was being removed after it was no longer needed. The catheter broke during the second attempt at removal. The internalized portion of the catheter was retrieved by interventional radiology/interventional cardiology. No blood loss occurred related to the breaking of the uvc.